Event description:
It was reported that the nurse noted they had been getting an alert 113 (reduced water temperature control) in an arctic sun device. Flow rate (fr) was 1.1lpm. Stated they have had no flow rate issues. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.6c, flow rate (fr) was 1.1lpm. Guided to event log, mixing pump command (mpc) was 100%, chiller temperature (t4) was 28.6c. Advised this device will need to go to biomed. They will try to locate another, but they were unsure if there were any available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they had been getting an alert 113 (reduced water temperature control) in an arctic sun device. Flow rate (fr) was 1.1lpm. Stated they have had no flow rate issues. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.6c, flow rate (fr) was 1.1lpm. Guided to event log, mixing pump command (mpc) was 100%, chiller temperature (t4) was 28.6c. Advised this device will need to go to biomed. They will try to locate another, but they were unsure if there were any available.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Flow rate (fr) was 1.1lpm. Stated they have had no flow rate issues. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.6c, flow rate (fr) was 1.1lpm. Guided to event log, mixing pump command (mpc) was 100%, chiller temperature (t4) was 28.6c. Advised this device will need to go to biomed. They will try to locate another, but they were unsure if there were any available. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.